Event description:
International complaint received from hospital (B)(6) reporting problems with one (B)(4) pentalumen catheter, lot# unk. The report states "the doctor delayed more than 45 mins trying to connect the catheter. It was necessary to change for an edwards catheter to solve it... The reporter informed that the product has a complicate handling due to the catheter is coiled in the ventricle and the memory of the material is lost, causing uncontrolled arrhythmias." Later the pt expired. Conflicting and limited event info rec'd. It is unk what device, cable, monitor, equipment etc the physician was attempting to connect the (B)(4) catheter to. A second catheter from a different MFR was placed where some type of placement/coiling problems "in the ventricle" occurred resulting in "uncontrolled arrhythmias". The cause of death is unk. Multiple attempts/requests by the international distributor for incident info and clarification of event details have to date been unsuccessful. The involved (B)(4) catheter was not returned to the MFR for testing and analysis.

Manufacturer narrative:
Complaint analysis: a three (3) year search of the complaint database for this model/list# 41232-22-01 identified no similar complaints. Conclusion: exact cause(s) of the reported incident and outcome remains unk at this time.